Event description:
It was reported that during an emergency room (ER) visit, the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Ts reviewed the device data and stated that the egm showed two stored episodes of inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the inappropriate therapy appeared to have induced a ventricular arrythmia. The rhythm was not converted. The device remains in service. No additional adverse patient effects were reported.